Manufacturer narrative:
A product sample was received by the manufacturer and is awaiting evaluation. This is one of three complaints for the finish goods lot for this issue. The order was built and released per specification. The root cause of the customer's complaint has not been identified as the product evaluation is still in progress. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was an alert of occlusion and aspiration failed during a cataract procedure. The issue was resolved by replacing the product. There was no report of patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
This is one of three complaints for the finish goods lot for this issue. The order was built and released per specification. The returned sample was visually and functionally tested and passed testing, no occlusion was found during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).